Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the left ventricular lead had no capture. Lead dislodgement was confirmed under x-ray. It was further noted that the patient had a fall earlier. The lead was explanted. The patient was stable before, during and after the surgery.